Event description:
It was reported that a pt underwent gynecological procedure in 2008. During the procedure, the blade was dull, and the surgeon replaced the hand piece after one and one-half hours of use. The procedure was successfully completed with no adverse pt consequences.

Manufacturer narrative:
Blade dull/poor cutting - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.